Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1 connector pin. A proximal and a severely stretched distal lead fragment were received for analysis. The analysis revealed multiple signs of wear along the lead body. Particularly on the distal lead fragment the insulation was found rubbed through. Approx. 35 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was severely damaged in this region. These findings can be considered to be the root cause of the observed reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore extraction damages were noted during the analysis, such as cuts in the insulation and deformations of the shock coil. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.